Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tip of the anchor was broken. The cause of this remains undetermined as the method used to prepare the bone as well as the bone quality encountered were not provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic rotator cuff refixation the distal end of the anchor broke off. The broken part was retrieved. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.